Event description:
The customer alleged obtaining several dil-bhcg (diluted beta human chorionic gonadotropin) patient results of <1000 miu/ml that did not match the clinical presentation of the patients involving the access 2 immunoassay analyzer. The customer expected all results to be >1000 miu/ml as maternal samples were analyzed. The customer also reported qns (quantity not sufficient) flagged bhcg patient and qc (quality control) results. The results were not released from the laboratory and there was no change or affect to patient treatment in conjunction with this event. Per the customer-supplied event log details, ultrasonic errors were obtained around the time of the questioned results. The customer did not supply any patient reports that exhibited the reported event nor were the customer able to indicate how many patient samples were affected. The customer reported that this is the only analyzer that the bhcg assay is run on and were unable to reanalyze any of the samples. All system parameters, including qc and system check, performed within the assay and instrument specifications. Sample collection and handling information were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched and discovered that the ultrasonic voltage was failing to hold at the 197v level. The fse replaced the pipettor, the ultrasonic cable and the ultrasonic pcb (printed circuit board). Instrument was verified per established procedures and results met published specifications. Failure mode is attributed to the instrument's ultrasonic hardware.

Manufacturer narrative:
Results: pipettor.